Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this pacemaker device was surgically explanted due to being found in safety mode. Besides surgical intervention, no adverse patient effects were reported. New information was received changing the date of explant. The product analysis is completed.

Event description:
It was reported that this pacemaker device was surgically explanted due to being found in safety mode. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due to being found in safety mode. Besides surgical intervention, no adverse patient effects were reported. New information was received changing the date of explant. The product has been received for analysis. This report will be updated upon completion of analysis.